Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2018; device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2018 with the following findings: during investigation, moisture was found behind the display lens. No corrosion was found in the battery compartment. No damage was found to the returned battery cap or the battery compartment. The returned battery cap fully attached to the pump. The pump was unresponsive with no vibratory alarm, no auditory alarm, and a blank display screen. The attempt to download the pump history and black box was unsuccessful. The leak test failed due to a cover crack on the front of the pump between the lens bezel and the case seal. The pump cover was removed to find moisture ingress on the printed circuit board and internal components.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that moisture ingress was located behind the display and that the pump experienced no power. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.